Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient was treated and transported alive to the hospital. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. A review of the electronic records from the device also verified the issue. Stryker replaced the upper and lower enclosures of the device to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker determined that the cause of the reported issue was damaged upper and lower enclosures of the device.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient was treated and transported alive to the hospital. This issue is patient related; however there was no adverse patient outcome reported.